Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: d284trk crt-d, implanted: (B)(6) 2009. The initial reported event of infection and lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. It was noted following the extraction procedure, the patient experienced left arm edema and an ultrasound indicated a questionable filling defect in the central subclavian vein and mild subclavian vein. A non-occlusive clot was suspected and occlusive deep vein thrombosis in both brachial veins was observed. The patient was hospitalized and given anticoagulant medication and discharged approximately one week following the procedure. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that a lawsuit alleged that the right ventricular (rv) lead was fractured and/or explanted and the patient experienced complications. No further details were provided.